Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Upon additional review of all currently available information, it was confirmed that the reported dull knives were noted prior to any patient contact. Therefore this event no longer meets reporting requirements.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that four ophthalmic knives were dull during a cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient.